Event description:
It was reported that following any interrogation, the patient felt dizzy and lightheaded. The autocapture was disabled and the patient did not experience any further symptoms.

Manufacturer narrative:
(B)(4).